Event description:
Pt underwent coronary catheterization in 2005 which revealed total occlusion of predominant right coronary and 90% occlusion mid circumflex vessel. Catheter revascularization therapy recommended. Pt already prepped for diagnostic angiogram. Right femoral sheath had a #6-french introducer, and a #6-french xb 3.5 cordis vista guiding catheter engaged the left main. A 0.014 190 cm asahi prowater guidewire was passed beyond the lesion into the distal vessel. A 2.5 mm diameter x 15 mm length voyager balloon catheter was then inflated up to 12 atmospheres. During the brief inflation of approx 30 seconds, the pressure was not holding in the balloon, and the balloon was deflated. At this point, there was noted to be decreased flow to both the main lad and circumflex, possibly consistent with air embolism. Blood pressure dropped, and pt developed ventricular tachycardia requiring brief CPR, atropine 1 mg, brief dopamine, and two electrocardioversions. After five minutes, blood pressure came back to normal, and repeat injections now showed flow into the lad. A second balloon catheter, 2.5 mm diameter x 20 mm length voyager balloon catheter was used distally for 8-atmosphere, 15-second and 6-atmosphere, 20-second inflations. Circumflex successfully stented.